Event description:
It was reported that the patient was not able to set the ipg to MRI mode. System check performed returned the lead had high impedances. The patient reported to have had a few falls. The patient does not have effective therapy. The patient has been scheduled to undergo a CT scan. No further intervention is currently planned.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.